Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There is no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and upgrade the software to the current revision. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).